Event description:
It was reported that the patient implanted with this device was lost to follow up for the past 8 years. Upon interrogation there was a message stating that voltage was too low for remaining capacity. Due to limited information, the physician was unable to determine if this device depleted normally or not. The device will be scheduled for replacement however as of today the device remains implanted. The patient was asymptomatic.